Event description:
The patient reported sparking of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(4) 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
External visual inspection of returned material revealed fraying to right ang ext cable. No software malfunctions or anomalies were observed. Patient data backup performed without errors using returned gsm modem. A golden right ang ext cable was used for performance testing due to fraying to the one returned. The unit powered on successfully in conjunction with golden right ang ext cable with the power supply connected directly to it. No sparking was visible on black connector plug on back of pes. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. Unit passed diagnostic test. Complaint of ¿the unit would not power on¿ confirmed. Unit determined to have power malfunction due to damage to right ang ext cable. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.